Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called and stated that he had a left tha on (B)(6) 2010. On or about (B)(6) 2015, the patient started experiencing peritrochanteric pain, elevated levels of chromium and cobalt. Patient was revised on (B)(6) 2016. Update 4/4/18: called the patient to ask a couple of questions, and patient informed me that he had a revision on (B)(6) 2016 due to infection.

Event description:
Patient called and stated that he had a left tha on (B)(6) 2010. On or about november, 2015, the patient started experiencing peritrochanteric pain, elevated levels of chromium and cobalt. Patient was revised on (B)(6) 2016. Update: called the patient to ask a couple of questions, and patient informed me that he had a revision on (B)(6) 2016 due to infection. Update:as per med review: review of these records confirms revision of a tha with cocr femoral head for reported adverse local tissue reaction however, this altr can not be verified

Manufacturer narrative:
An event regarding revision due to alleged excessive levels of chromium and cobalt & altr involving a metal head was reported. The event of elevated ion levels was confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: review of medical records by a consulting clinician revealed: "cobalt and chromium levels within the fluid were elevated...review of these records confirms revision of a tha with cocr femoral head for reported pain with adverse local tissue reaction occurred. However, altr cannot be verified and the root cause of the patients pain cannot be determined with the information presented. A CT scan done prior to the revision showed normal appearance of the left tha and failed to show a large periarticular soft tissue mass or loculated fluid collection. No pathology report on the tissue from the revision surgery was available for review. Material analysis of the explanted femoral head was not completed. A second complication of chronic mssa tha infection following revision tha is confirmed. The patient remains on long term antibiotic suppression therapy." -product history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: review of medical records by a consulting clinician confirmed elevated cobalt and chromium levels, however, the root cause could not be determined. In addition, altr could not be confirmed based on the information provided as noted "a CT scan done prior to the revision showed normal appearance of the left tha and failed to show a large periarticular soft tissue mass or loculated fluid collection. No pathology report on the tissue from the revision surgery was available for review. Material analysis of the explanted femoral head was not completed." A review of stryker¿s nc/CAPA database indicated that a recall was initiated due to femoral head to femoral stem component taper lock failure. This device lot was identified to be within scope of the CAPA however, the confirmed hazard/harm is not within scope. See nc and CAPA records for additional information. If further information becomes available or the product is returned, this investigation will be re-opened.